Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported they were charging a brand new implantable neurostimulator (ins) and came across a power on reset (por) message. The rep was able to charge to 3/4 full, but the clinician programmer hadn¿t been used to interrogate the ins to determine what type of por occurred. No patient symptoms were reported.

Event description:
Additional information provided by the manufacturer representative reported that after the call on (B)(6) 2016, they tried reading the device again with the clinician programmer 8840 but didn't see the power on reset (por) message again. The manufacturer representative stated that they were left wondering if they checked the same device again or another device. The manufacturer representative was planning to go back and retrieve data from their clinician programmer 8840 to see if they could retrieve the serial number and por related email. No further information was provided. If additional information is received, the event will be updated.

Manufacturer narrative:
Additional review indicated conclusion code 11 is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found a parity por on a brand new device.